Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found an internal insulation abrasion breaching re cables lumen was 33.0 cm to 33.8 cm from the connector pin. Re cables etfe coating was intact and the inner coil was not exposed in this abrasion region.

Event description:
This report is to advise of an event observed during analysis.